Event description:
It was reported that during a da vinci-assisted surgical procedure, an error message was displayed that the sureform 60 stapler instrument did not completely fire and site removed the stapler. The user completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler associated with this complaint and completed investigations. Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. The instrument was found to have one firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house black reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Isi has received the reload associated with this complaint and completed investigations. Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. The reload was found to have a firing failure based on log review and during in-house inspection. Additional observations not reported by site that are related to the primary failure: the reload was found to have the knife to be stuck inside of the cartridge. Unable to inspect the blade for damage. The reload was found to have a broken cartridge inside of the reload case. The knife track where the shuttle stopped is the location of the break. The reload was found to have a damaged pusher. The pusher affected is where the knife is stuck.

Manufacturer narrative:
The engineering review was completed and confirmed initial finding of cartridge damage. The procedure logs were reviewed and showed a firing failure occurred on the 4th firing of the procedure with a blue reload. Completion percentage for the firing was ~97%, which aligns with the forward progress of the shuttle on the returned reload. Visual inspection and testing of the stapler instrument revealed no findings that indicated a mechanical issue with the instrument, and the firing failure was not replicated on repeated during in-house installs. Further investigation into the 30-point fire force snapshot from the failed firing during the procedure, showed the firing force began to spike near the 9 mm mark (~15%) of the snapshot distance. The forces then leveled out until around the 45mm mark, where the firing force that began to increase sharply, until it ultimately surpassed the predetermined force limits, resulting in a partial fire. The reload was disassembled and internal components were visually inspected. Material skiving was observed along the bottom of the knife track towards the middle of the reload. Skiving of the bottom of the knife track continued down the length of the reload until a culmination of severely deformed material was observed near where the shuttle assembly breached the track wall. The breach resulted in a crack at the surface of the reload, as the knife dug into the reload material and first pusher set. The pusher was found to be sliced by the blade. The fragment was found within the area, but was subsequently lost following disassembly, and during microscopic inspection. All pushers were still deployed as expected, due to the ramp design of the shuttle deploying pushers ahead of the blade location. The breaking of the shuttle knife seat and dislodgement of the knife allowed the blade base to contact and skive the inner track material the I-beam moved the shuttle forward. The most severe damage was observed at the location where the blade stopped making forward progress. The shuttle knife seat was broken, the left blade leg was bent, one pusher was broken, and the reload surface was cracked. The reload, shuttle, and pusher material were all located and retained within the reload. The reload blade was also inspected and the cutting edge exhibited no significant damage.

Event description:
Refer to h10/h11 for follow-up information.